Manufacturer narrative:
A ge service representative performed an on site investigation and was unable to duplicate the reported problem. The system operates as intended.

Event description:
The customer reported that the system monitors were blank. No pt injury was reported.